Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed on (B)(6), 2011.

Event description:
Patient underwent hip procedure on (B)(6), 2010. Revision surgery was performed on (B)(6), 2010, due to infection. No further complications have been reported.